Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The customer was sent a replacement device to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
During evaluation at philips bench repair, it was identified that the device had no sound. The device was not in clinical use at the time the issue was discovered; no adverse event or harm was reported.